Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc) and sorc evaluation could be duplicated the reported phenomenon, omsc presumed that the cause of the reported phenomenon was occurred due to the internal power supply (converter) failure of the subject device. As for the cause of the internal power supply (converter) failure, since it has been more than 9 years since manufacturing the subject device, it may have occurred due to wear and accidental failure with long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject for evaluation and duplicated the reported phenomenon. It was found the converter failure which caused no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed even the subject device was turned on at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.